Manufacturer narrative:
Occupation: administrator / supervisor. Complete initial reporter name (B)(6). Additional contact person information (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm. Troubleshooting did not reveal an obvious reason. The patient had a slight fever and was on bilevel positive airway pressure (bipap) of 10cm h20 pressure. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm. Troubleshooting did not reveal an obvious reason. The patient had a slight fever and was on bilevel positive airway pressure (bipap) of 10cm h20 pressure. The customer did not remove or replace the balloon. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional event description the customer did not remove or replace the balloon. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jun-19 to jul-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).